Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) to remove and replace the thoracic ipg. The ipg had not been recharged and was inoperable.

Manufacturer narrative:
Serial and lot# corrected. Expiration date corrected. UDI # corrected. Implant date corrected. Manufacture date corrected.

Event description:
Follow up information identified therapy was resumed postoperatively. In addition, serial # has been corrected.

Event description:
Follow up information identified the patient's weight is approximately 170-180 lbs. Therapy has been resumed.